Event description:
The customer reported being hospitalized for low blood glucose. Troubleshooting was performed. The programming and time on the insulin pump was correct. The customer stated that she ate dinner and gave a bolus of 15 units prior to bed. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.